Manufacturer narrative:
No components were returned for analysis, and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined.

Event description:
It was reported that an angio-seal was used. The patient's leg was amputated. Very little info was provided and attempts have been made to obtain add'l info regarding the event.